Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular (lv) lead exhibited phrenic nerve stimulation. The lv lead was made inactive electronically in the device in (B)(6) 2016, and the device was programmed to pace the right ventricular lead only. The lv lead was capped and replaced on (B)(6) 2019. The patient's condition was stable post-procedure.